Manufacturer narrative:
(B)(4) final report. Additional information, including, post-op x-rays, operative notes, the angulation that the screw was implanted at, whether the cup was fully impacted within the acetabulum prior to the insertion of any screws, how many screws were implanted in total, whether the surgeon happy with the fixation of the cup and the part nos. Of the instruments used for screw hole preparation was requested in order to progress with the investigation of this event, however, not all information was provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Corin has not received any other reports for items from this batch. Based on the available information, the root cause of the reported event could not be determined. However, additional advice has been provided to the surgeon regarding the use of the screw hole preparation instruments and the surgeon has not encountered the same issue since. Therefore, this case is now considered closed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity screw: during surgery, whilst screwing bone screw into the cup a piece of the screw head sheared off.

Manufacturer narrative:
Per (B)(4) initial report: additional information, including, post-op x-rays, operative notes, the angulation that the screw was implanted at, whether the cup was fully impacted within the acetabulum prior to the insertion of any screws, how many screws were implanted in total, whether the surgeon happy with the fixation of the cup and the part nos. Of the instruments used for screw hole preparation has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed.

Event description:
Trinity screw: during surgery, whilst screwing bone screw into the cup a piece of the screw head sheared off.